Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that during a removal of a locking cap, the tip from the screwdriver was reported to be broken. It was reported that the mechanism from t-handle is loose. There was no patient harm reported. No additional information about the event is available at this time. Device will be returned for investigation. This is report number 1 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: our investigation shows that the handle is unscrewed from the ratchet. The coupling is working properly. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information we cannot determine the exactly root cause. It is likely that a mechanical overload situation led to the complained issue. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that avalign technologies - nemcomed manufactured the ratchet t-handle 6mm qc, p/n 03.632.090, lot # 6853882. The certificate of compliance (dated (B)(4) 2012) indicates the lot was manufactured and conformed to specifications, per the synthes drawing number (B)(4). The lot was inspected and conformed to the synthes inspection sheet # (B)(4). There were no complaint-related issues, mrrs, or ncrs associated with this lot. (B)(4) parts were released to the warehouse on (B)(4) 2012. The ratchet t-handle was manufactured to the synthes drawing number (B)(4), released on (B)(4) 2009. Review (B)(4). Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.